Event description:
A customer reported a system message was displayed causing the system to lock. The procedure was aborted. Multiple attempts have been made to acquire additional information but none has been received to date.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).